Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, in a separate visit the lens was removed and phacoemulsification cataract surgery was performed with iol implantation. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens and cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).